Event description:
User alleges that they had a l-70 breath and circulating water entrainment into the patient line during transfusion by pumping (3 to 4 times) with 20 ml syringe which was connected to a three way stopcock at the distal end of the l-70. At this time they observed the hotline water tank was red after pumping, then stopped using. Hospital inspected and found a visible breach between the circulating and patient patheway. Also, the l-70 surface was bent around the corresponding section of the breach.